Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Reference MFR. Report #: 1627487-2013-05023 and 1627487-2013-05025. The patient had two leads with different lot numbers. It was reported, approximately two years ago the patient developed an infection subsequent to undergoing a back surgery for a condition unrelated to his scs system. The patient's scs was explanted and the infection has since resolved. The patient was reimplanted with new scs system on (B)(6) 2012.